Event description:
Following implantation of the valve; pt hit head on table. Condition gradually worsened. Pt was hospitalized and x-ray showed intracranial pressure had increased. Valve was reprogrammed to lower pressure and condition returned to normal. Surgeon is concerned about impact's effect on valve.